Event description:
A malfunction alarm, specifically malf 16, was reported, but no notable events occurred prior to this issue. There was no reported impact on the customer¿s blood glucose level, as the customer declined to answer if levels exceeded 500 mg/dl. The customer planned to use multiple daily injections (mdi) as backup therapy and was instructed by cts to put the pump into storage mode before returning it within 10 days using a prepaid label. The customer acknowledged understanding these instructions.